Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no serious harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step for low oxygen flow during testing. The evaluation found that adjustment of grey removable foam is necessary. Foam was adjusted. The device's inlet air path, air path foam, and flow path were replaced to address the issue. Device passed all testing.